Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. During routine device check, the atrial lead exhibited noise and low impedance measurements. Noise was replicable during isometric testing. No intervention was performed. Other electrical measurements were in range. The lead remained implanted. The patient remained asymptomatic and would continue to be monitored.